Event description:
It was reported that three pts experienced multiple problems with the size, fit and placement of two (2) dfen disposable cannula fenestrated low pressure cuffed tracheostomy tubes and one (1) dct, disposable cannula low pressure cuffed tracheostomy tube. The info that was reported indicated that the pts developed irritations, tracheal erosion and minor trauma resulting from the size and fit of the devices soft swivel flange neckplates. The devices were removed and the pts were reintubated with dct and dfen devices with the rigid flange neckplate where no further problems were encountered. Although the causes of the reported events are unk at this time, there was no reported device malfunctions, rough and or uneven material surfaces associated with the involved devices. The involved devices were reportedly discarded and as such are not available to be returned to the MFR for indentification, analysis and investigation.

Event description:
It was reported that three pts experienced multiple problems with the size, fit and placement of two (2) dfen disposable cannula fenestrated low pressure cuffed tracheostomy tubes and one (1) dct, disposable cannula low pressure cuffed tracheostomy tube. The info that was reported indicated that the pts developed irritations, tracheal erosion and minor trauma resulting from the size and fit of the devices soft swivel flange neckplates. The devices were removed and the pts were reintubated with dct and dfen devices with the rigid flange neckplate where no further problems were encountered. Although the causes of the reported events are unk at this time, there was no reported device malfunctions, rough and or uneven material surfaces associated with the involved devices. The involved devices were reportedly discarded and as such are not available to be returned to the MFR for identification, analysis and investigation.

Event description:
It wad reported that three pts experienced multiple problems with the size. Fit and placement of two (2) dfen disposable cannula fenestrated low pressure cuffed tracheostomy tubes and one (1) dct, disposable cannula low pressure cuffed tracheostomy tube. The info that was reported indicated that the pts developed irritations, tracheal erosion and minor trauma resulting from the size and fit of the devices soft swivel flange neckplates. The devices were removed and the pts were reintubated with dct and dfen devices with the rigid flange neckplate where no further problems were encountered. Although the causes of the reported events are unk at this time, there was no reported device malfunctions, rough and or uneven material surfaces associated with the involved devices. The involved devices were reportedly discarded and as such are not available to be returned to the MFR for identification, analysis and investigation.